Event description:
Pt ID: (B)(6). The patient¿s right primary total hip arthroplasty was done in 1992. It was a zimmer mutilock stem with a 26mm or 28mm cocr head with a hg I or hg ii socket. This was revised in 2004 for polyethylene wear and periacetabular lysis to a zimmer trilogy socket with a 36mm longevity liner with a 36mm cocr head with a medium + neck length. Around 2015, he developed lateral right hip tenderness due to adverse reaction to metal debris (armd) and had elevated blood and urine cobalt levels. On (B)(6) 2016, urine cobalt level was 4.3mcg/l and plasma cobalt level was 2.1mcg/l. On (B)(6) 2016, whole blood cobalt level was 6.8 mcg/l and plasma cobalt level was 9.5 mcg/l. On (B)(6) 2016, blood cobalt was 3.1 mcg/l. On (B)(6) 2016, urine cobalt level was 9.3 mcg/l. On (B)(6) 2016, blood cobalt level was 2.6mcg/l and urine cobalt was 7.3mcg/l. He developed progressive forgetfulness and cognitive decline and a diagnosis of alzheimer¿s disease was made. Fdg pet brain scan with neuro q analysis was not consistent with provisional diagnosis of alzheimer¿s disease and suggested that his abnormal brain metabolism might be pathognomonic for chronic toxic encephalopathy. Attempted course of cobalt chelation with n-acetyl cysteine was only partially effective. On (B)(6) 2016, his right tha was revised for armd, hypercobaltemia, and possible cobalt toxicity. The cocr head was replaced with a zimmer 36mm delta option ceramic head with a custom taper adaptor for the existing multilock stem +10mm length, and revision to a new constrained socket liner. The stem was sound and was in about 20 degrees of anteversion, the trunnion and head bore showed gross corrosion that was apparent before disassembly of the head/neck construct. The poly was in very good repair. There was no apparent lysis. The posterior capsule was intact but thickened with the typical fish flesh appearance consistent with armd and the anterior capsule was similarly involved. Right hip fluid was collected and believed to be diluted by about 33% with blood, and this diluted fluid was sent for chromium and cobalt levels. The chromium level of the right hip fluid was 61 mcg/l and the cobalt level was 190 mcg/l. Frozen section of right hip pseudocapsule, pathology report noted dense fibrous tissue with focal refractile crystalline debris, focal fibrinous/ proteinaceous debris, and focal histiocytic infiltrate, no evidence of suppurative inflammation. Blood and urine cobalt levels were rechecked at about 9 months post revision, and they were both ¿none detected¿ at a detection limit of 0.5 mcg/l. FDA safety report ID # (B)(4). FDA received date: 02/06/2020.